Event description:
The customer reported that the device would not insufflate, there was no air/water flow. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the air/water nozzle was clogged with foreign material. This report is being submitted for the malfunction found by service during the device evaluation [foreign material]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The foreign material that was found lodged in the nozzle of the air/water channel was not able to be removed. Further evaluation of the device found the water supply was insufficient due to damage to the air/water cylinder. Due to the clogging of the nozzle, the water removal function did not meet specifications. In addition, the plug unit was damaged, the bending tube was deformed, the connecting tube had a dent, and the universal cord had a wrinkle, due to external factors. A leak was observed due to a crack at the distal end cover. Due to wear of the angle wires, the play of the up/down knob, and the right angle did not meet specifications. The air/water cylinder, suction cylinder, right/left knob, up/down knob, and the adhesive on an area of the bending section cover, were discolored. The forceps channel port, scope cover, control unit, and switch box had scratches. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however the event most likely occurred due to the following: unintentional entry of foreign matter into the air and water channels of the device. The foreign matter was not removed even though the user properly performed reprocessing according to the IFU. Olympus will continue to monitor field performance for this device.